Event description:
During testing, the facility reported the battery overheated. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During testing, the facility reported the battery overheated. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required.